Manufacturer narrative:
Device evaluation summary: one blue line tracheostomy sample was received in used condition without the original packaging. Immediate visual inspection did not detect any damage. A leak and inflation test was completed and leaks were detected within the sample cuff. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was confirmed. No problem source could be identified.

Manufacturer narrative:
(B)(6), manufacture and expiration dates unavailable with information provided.

Event description:
Information was received that during the use of a smiths medical portex tracheostomy, air was flowing back from the inflation line. No patient injury.